Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming from the cartridge and into the infusion set tubing. Reportedly, air bubbles were seen on multiple occasions with multiple cartridges and infusion sets. The customer's blood glucose (bg) level was 350 mg/dl. The bg level was addressed by a supply change and a bolus via the pump. The contact confirmed that the tubing was successfully primed to remove the air and the customer's bg level lowered to 201 mg/dl.